Event description:
(B)(4). Same patient as MDR ID #s: 2134265-2012-05996, 2134265-2012-05997, 2134265-2012-05998, 2134265-2012-05999, 2134265-2012-06001, 2134265-2012-06002. It was reported that following a coronary artery stenting treatment procedure, the patient had a myocardial infarction (mi). In (B)(6) 2011, the patient presented with a non st elevated myocardial infarction and cardiac catheterization was recommended. The 1st target lesion was located in the mid right coronary artery (mid rca) with 90% stenosis and was 30mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of a 3.0x32mm promus element stent, with 0% residual stenosis following post-dilation. The 2nd target lesion was a bifurcated lesion located in the distal left circumflex artery (dist lcx) with 95% stenosis and was 45mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of two overlapping 3.0x32mm and 3.0x16mm promus element stents, with 0% residual stenosis following post-dilation. The 3rd target lesion was a bifurcated lesion located in the left main coronary artery (lmca) with 70% stenosis and was 14mm long with a reference vessel diameter of 4.0mm. The physician treated the lesion with direct placement of a 4.0x20mm promus element stent, with 0% residual stenosis following post-dilation. The 4th target lesion was located in the proximal left anterior descending artery (prox lad) with 95% stenosis and was 75mm long with a reference vessel diameter of 3.0mm. The physician treated the lesion with pre-dilation and placement of three overlapping promus element stents of size 3.5x32mm, 3.5x32mm and 3.5x16mm, with 0% residual stenosis following post-dilation. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2011, the patient was admitted with complaints of pleuritic chest pain occurring only during dialysis. Lab tests showed elevated troponin values and a non q-wave myocardial infarction was reported. The patient was treated with medication for his symptoms and was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is anticipated procedural complication as the reported event is due to a known physiological effect of the procedure noted within the product directions for use (dfu) and/or device labeling. (B)(4).